Event description:
It was reported that: during a case, the user attempted to ventilate the pt and could not ventilate in either manual or mechanical mode. The pt was then manually ventilated with an alternate device until being placed on another anesthesia machine to complete the case. It was reported that the pt suffered a pneumothorax and their hospital stay was extended.